Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging a line through the display. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission01/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: on investigation, the pump powered on normally with no persistent vertical/horizontal lines through the lettering on the display screen visible. Investigation was unable to confirm or duplicate the allegation of a line through the display.